Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to high threshold measurements. After three months of folllow-up the thresholed continued to rise. The physician elected to remove the lead and replace it with a new endotak lead of the same model.